Event description:
The cuff would not hold the air; tried second of same lot#. The third one from a different lot # worked.manufacturer response for 7.0 et tube, mallinckrodt (per site reporter).======================took description of the incident, rga# issued; will send call tag.